Event description:
It was reported that during a carotid procedure, the x-act stent was not located between the markers (4-5 mm from the distal marker) on the stent delivery system; however, the stent implant was deployed with difficulty at the lesion. There was no reported pt effect. Though request, no additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) was returned with blood on the entire length of the sess and with no saline visible. The stent implant was deployed and was not returned. The distal outer sheath was retracted 4 cm proximal to the base of the tip. This is consistent with the reported information that the sess was inserted into the patient anatomy and the stent was deployed. Factors that may contribute to difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support and stent placement during manufacturing. Information was received to confirm a statement from the physician indicating the stent was between 4-5 mm from the distal marker suggesting the stent may not have been placed correctly on the delivery system. However, this can not be confirmed as the stent was deployed during the procedure. In this case, during visual inspection analysis of the returned device it was noted that the marker to marker placement was measured; however, did not meet manufacturing criteria. It is possible that the marker spacing could have contributed to the reported event. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. In this case, as the stent was implanted the stent placement could not be confirmed and/or a conclusive cause can not be determined. Additionally, a query of the complaint handling database was performed and no other incidents have been reported for this lot.

Manufacturer narrative:
(B)(4) . The stent delivery system is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
(B)(4).